Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was having "all kinds of problems" and experienced an acute, sharp, shooting pain when he got up or down or was just walking. It was noted the pain caused the patient to "almost pass out". The patient did not feel any pain while sitting and he spent most of his time lying in bed, afraid to move. It was reported the patient's pain was getting worse. The pain did not shoot down the patient's legs but was instead described as "a knife sticking in him" and occurred at the implantable neurostimulator (ins) location. Eight days later, it was reported the patient's system was explanted due to infection. Later, it was reported that as far as the manufacturer representative knew the patient would not be re-implanted.

Manufacturer narrative:
Concomitant medical products: product ID, 39565-65, serial#: (B)(4), product type: lead; product ID: 37754, serial#: (B)(4), product type: recharger; product ID: 37746, serial#: (B)(4), product type: programmer, patient. (B)(4).